Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event was determined to be due to improper surgical technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00218 and 00270).

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2013. During the procedure the trial liner fractured. A second trial liner was used and also fractured. The procedure was completed with the implant after a delay of 30 minutes.